Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the shaft near the tip is peeling. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of the customer provided images show a used wand and peeling toward the tip of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1)hitting the device tip against a hard surface. (2) mechanical displacement of tissue through applied force.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation of a shaft was melted during surgery. No delay or other complications were reported. It is unknown if there was a backup available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.